Event description:
Failure to alarm: system is not giving any alarm, although dressing is leaking.

Manufacturer narrative:
The issue was not confirmed. The root cause of the reported issue cannot be determined. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction, as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.